Event description:
It was reported that a malfunction occurred with a malfunction code displayed as malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which successfully resolved the issue, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again.